Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain, cloudy effluent, vomiting and a fever. The patient was hospitalized for the peritonitis and treated with vancomycin (500 mg, daily, intraperitoneally). The patient was retrained on aseptic technique and recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.